Manufacturer narrative:
A getinge representative learned from the customer that due to the shortage of balloon supply some time ago, the customer was not in a hurry to repair the equipment. Therefore, the equipment is still in a state of repair, and the customer has not completed the repair through a third party. If additional information is received regarding repair of the device, a supplemental report will be submitted.

Event description:
It was reported that after the equipment was turned on, the cs300 intra-aortic balloon pump (iabp) unit had a loop air leakage alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restrictions in block e1 full event site telephone number is (B)(6). Updated fields: b4; d9; d8; g3; g1; g6; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the loop leakage alarm occurred when the equipment was turned on and the balloon could not be inflated normally. The pressure was checked in the maintenance mode. It was judged that the drive valve group was faulty. After confirming the maintenance plan and price with the customer, the drive valve group was ordered to be replaced on site. After that, various tests after maintenance were carried out according to the factory requirements. All items passed normally, the machine was turned on and operated normally, no fault information appeared, and the balloon inflation could be smooth. It was confirmed that the equipment had been repaired and could be used clinically. Based on the evaluation results provided by the field service engineer, the drive valve group was replaced to resolve the issue. The removed part was requested for failure analysis but the removed parts have been retained by the customer and cannot be returned for investigation. Therefore, no root cause evaluation can be performed.

Event description:
N/a.